Event description:
The manufacturer received information alleging the device failed the active exhalation verification test step during testing. There was no harm or injury reported. The device was not in patient use. Manufacturer field service engineer (fse) replaced the proportional valve and three-way solenoid valve to address the issue. Device passed all tests & returned to service.